Event description:
Developed capusular contractures. Concerned about silicone controversy. Elective removal of implants. The capsules with implants were removed in their entirety and submitted to pathology. The path report states: "the right and left breast capsules show fibrous tissue containing numerous plasma cells, histiocytes, and foreign body type giant cells. Refractile foreign material is scattered throughout, while histiocytes contain intracellular droplets of suggestive silicone oil." No replacements.